Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleging insulin pump was under delivering. The customer¿s blood glucose level was 26.5 mmol/l at the time of incident. Customer stated that they experienced hyperglycemia. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer stated that displacement test was passed. The reservoir will not be returned for analysis.